Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this implantable cardioverter defibrillator (ICD). It was noted that the patient exhibited supraventricular tachycardia (svt) with rapid ventricular response (rvr). Upon review, it was noted the patient experienced dual arrhythmia, leading to delivered an inappropriate electric shock to treat the dual arrythmia. The rhythm accelerated to the ventricular fibrillation (vf) zone after shock therapy was applied. The device then delivered a second electric shock and converted the rhythm successfully. In addition, there was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Currently, this ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this implantable cardioverter defibrillator (ICD). It was noted that the patient exhibited supraventricular tachycardia (svt) with rapid ventricular response (rvr). Upon review, it was noted the patient experienced dual arrhythmia, leading to delivered an inappropriate electric shock to treat the dual arrythmia. The rhythm accelerated to the ventricular fibrillation (vf) zone after shock therapy was applied. The device then delivered a second electric shock and converted the rhythm successfully. In addition, there was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.